Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 1 year after heartware lvad implantation. The batteries, controller and battery charger were removed from the patient and replaced. There were no injures associated with this event. The investigation is ongoing.